Event description:
The tt2 had blocked and a senior registrar was attempting to unblock. The tiger-2 feeding tube was inserted on (B) (6) to establish feeding in an intensive care pt with pancreatitis, who had failed a trial of ng feeding. Pt became critically ill with an acute abdomen and multi-organ failure on (B) (6) and underwent an emergency laparotomy on (B) (6). During this procedure, a perforation was noted to have occurred in the third part of the duodenum and it was noted that the tiger-2 tube had entered the peritoneum through this hole. The consultant surgeon is of the opinion that it is highly probable that the tiger-2 tube directly caused this injury. The pt also had large bowel pathology that was unrelated to the duodenal perforation or the tiger-2 tube, but contributed to the development of multi-organ failure. The pt remains critically ill with multi-organ failure in intensive care. While the duodenal perforation contributed to the pt's deterioration, it is difficult to know to what extent as the pt also has severe pancreatitis and suffered an unrelated cecal (pertaining to the cecum (also spelled caecum), the first portion of the large bowel, situated in the lower right quadrant of the abdomen) perforation.

Manufacturer narrative:
(B) (4). Event is still under investigation at this time.